Event description:
It was reported that the ilet user experienced a low blood glucose episode after announcing a usual meal but eating a smaller-than-usual portion, resulting in an incorrect meal size announcement and subsequent hypoglycemia; the event was managed with oral glucose including honey and juice, and the device component implicated was user interface interaction related to meal entry. Symptoms included hypoglycemia with a nadir of 56 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral carbohydrate administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified and characterized as an improper or incorrect procedure related to meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.